Event description:
The customer reported that the system had a precharge voltage error at boot up. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is available. However, no report of staff injury was reported.